Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon did not inflate and air was drained. Additionally it was reported that the device was replaced after issue occurred, and there was no effect on the patient. No patient injury was reported.

Manufacturer narrative:
One device was received in used condition without the original package. Visual and functional testing showed rips in cuff and leakage was detected. The complaint was confirmed. The suspected root cause was damage due to cuff nicks from teeth or instrumentation during intubation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective action was taken, and the issue will be monitored for threshold or escalation.